Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and is scheduled to be revised on (B)(6) 2019. Additional information was provided that the ipp was explanted and a new ipp cylinder, pump, and reservoir was implanted. The reason for the revision procedure was due to the device not functioning resulting from fluid loss. The device stopped functioning in (B)(6) 2019.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported allegation of a fluid leak based on the identification of a leak in cylinder 1. This leak was concluded to be attributed to input tube wear with avulsion. Product analysis therefore concluded a device malfunction as the damage identified would directly affect the functionality of the device. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. Reservoir analysis: product analysis identified the krt was worn to the filament; however, no leaks were found. Product analysis was therefore unable to confirm a device malfunction with the reservoir related to the reported events. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the reservoir component. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient is scheduled to undergo a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and is scheduled to be revised on 12-dec-2019. Additional information was provided that the ipp was explanted and a new ipp cylinder, pump, and reservoir was implanted. The reason for the revision procedure was due to the device not functioning resulting from fluid loss. The device stopped functioning in march 2019.